Event description:
It was reported that, "lag screw inserter was found to be dirty upon pickup by surgi-care driver and cleaned again by hospital csr. This activity prompted a report to operating room director who questioned whether the inserter had been disassembled before surgery. It was confirmed that the instrument was not disassembled prior to surgery bringing sterility into question."

Manufacturer narrative:
Additional info has been requested. If additional info is received it will be provided on a supplemental report.